Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that an external fluid leak was observed from the drain bag of two (2) oxiris sets during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and did not show evidence of a leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.